Manufacturer narrative:
Device investigation narrative - eight unused and one used 5.5 abrader burrs were returned for evaluation. Visual assessment of the used device showed contact points at the bronze bushing and proximal end of inner burr. Functional inspection was performed and the inner burr rotated freely within the outer sheath. As part of ongoing product improvements a project team has been formed to complete a design change from the current bushing design to a bushingless design on the 5.5 burrs. Device evaluated by the manufacturer (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr 5.5 abrader 180 lg high vis. Dspl. Shed metal flakes into the patient. They were able to suction the flakes out of the joint. A backup was available. No delay was reported. No procedural or patient impact as a result.